Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported e117 error which was due to a mainboard failure. The faulty parts needed replacement to return the device to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the visera 4k uhd camera control unit have an error code e117. There was a fifteen (15) minutes delay. There was harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As the motherboard of the device was confirmed as defective, the reported phenomenon likely occurred due to this defect. However, the cause of the defective motherboard could not be further determined. The instructions for use provides the following (otv-s400 instruction manual - 9.2 troubleshooting guide): ·code: e117 ·error message: otv error ·possible cause: camera control unit malfunctions. ·solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. Olympus will continue to monitor field performance for this device.